Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced a rash due to endocarditis. Explant of the implantable cardiac monitor (icm) was planned. No further patient complications have been reported as a result of this event.